Event description:
Event [preferred term] (related symptoms if any separated by commas). The pen showed unstable readings upon insertion, with numbers fluctuating repeatedly and unstable (unable to read measurements) [device information output issue]. Case description: this serious spontaneous regulatory authority case received via nmpa (national medical products administration), chn from china was reported by a health care professional nos as "the pen showed unstable readings upon insertion, with numbers fluctuating repeatedly and unstable(unable to read measurements)(device image display issue)" beginning on (B)(6) 2025, and concerned a 43 years old female patient who was treated with novopen 5 (insulin delivery device) from (B)(6) 2025 for "diabetes", patient's height, weight and body mass index were not reported. Dosage regimens: novopen 5: (B)(6) 2025 to not reported. Current condition: diabetes (type and duration not reported). On (B)(6) 2025, the patient reported that when injecting insulin, the pen showed unstable readings upon insertion, with numbers fluctuating repeatedly and unstable (unable to read measurements; insulin readings were unavailable). Batch numbers: novopen 5: pugfm32-1 . Action taken to novopen 5 was not reported. The outcome for the event "the pen showed unstable readings upon insertion, with numbers fluctuating repeatedly and unstable (unable to read measurements) (device image display issue)" was not reported. Investigation result: name: novopen 5, batch number: pugfm32-1 the reported batch number is not valid. No conclusion can be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Case received via regulatory authority; hence no further information was available. References included: reference type: e2b authority number reference ID#: (B)(4) reference notes: nmpa (national medical products administration), chn. Final manufacturer comment: 21-jul-2025: the suspected device has not been returned to novonordisk for investigation. The reported batch is not valid. No investigation is possible without the sample or a valid batch number. No conclusion is reached. H3 continued: evaluation summary name: novopen 5, batch number: pugfm32-1 the reported batch number is not valid. No conclusion can be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".